Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed high pacing thresholds with loss of capture (loc). A lead dislodgement was suspected. Also, pacing not delivered when required was observed with no asystole. The rv lead was repositioned. No additional adverse patient effects were reported.